Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was "blood exposure." The event occurred in (B)(6) 2024. The sample was available for investigation. The event occurred during infusion at the facility. There was a patient involvement, but no harm/adverse event reported. There was no disinfection or sterilization, and no infectious disease occurred.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received for investigation: an opened box containing twenty-one sealed packages of product 3ml line-draw syringe g1469j lot # 4467041. Pictures were also provided. The samples were visually inspected within the package, and all had the filter-pro attached to the syringe. No defects or anomalies were noted. The samples were leak tested, and four samples failed. Leakage was observed from the filter-pro, confirming the complaint. The root cause of the leaks was unknown. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.